Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device had not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high-level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microbial growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) is planning to conduct an additional microbiological test. If olympus receive any additional information, a supplemental report will be submitted to update.

Event description:
Olympus was informed that as a result of the routine microbiological test by the user facility, the subject device tested positive for unspecified bacteria. The subject device had been disinfected using olympus automated endoscope reprocessor(aer) model etd3 (not available in the u.s.a) with glutaraldehyde. There was no report of patient infection associated with this event.